Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as it did not inflate. Troubleshooting was attempted to no avail; therefore, an ultrasound was performed, and it was noted that the reservoir was empty. The patient underwent a replacement surgery, during which a break in the connecting tube between cylinders and pump was identified. All components were removed and a new ipp was implanted. There were no patient complications reported.